Event description:
Breast augmentation performed 9/13/84. Two to 3 yrs after implants, pt started having numerous health problems, with over 66 symptoms noted at the time of this report. Major symptoms include continuous headaches for last 4 1/2 to 5 yrs, increased temperature daily for the past 3 yrs, ranging from 99 to 100 degrees, capsular contracture one yr post implant, joint pain, especially in neck, swollen lymph nodes, morning weakness, foot and finger numbness, sore throat, urine odor, concentration problems, memory lapses, diminution in sexual feelings, chronic fatigue, night sweats, fainting episodes, sleep disorder, tremors of hands, muscle weakness, nausea, flu-like symptoms, rash on scalp, sinus problems, acne, dizziness, ringing in ears, vision problems, lack of energy, depression, stress, immune problems, allergies, agitation, sensitivity to cold, swelling of hands and feet, sensitivity to light, raynaud's phenomena in 1990, hot flashes, back pain, vaginal infections, pleurisy, heart murmur, and epstein barr. Event date shown as 9/13/94.